Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. Approximately one year post implant, the patient underwent an angioplasty, pharmacologic and mechanical thrombectomy of thrombosis and chronic occlusion of bilateral iliac veins and lower inferior vena cava (ivc). Approximately one month later, the patient underwent a venacavagram that indicated that the struts of the filter had perforated the ivc. According to the medical records, prior to the index procedure the patient had been seen multiple times for sinusitis, nausea and vomiting, urinary tract infection, a finger injury, arm pain and superficial thrombophlebitis. The patient had also experienced multiple episodes of deep vein thrombosis (dvt) and pulmonary embolism (pe) with lupus anticoagulant, leg swelling and hypertension and developed massive bleeding secondary to coumadin. The patient was anticoagulated for six months and then the anticoagulation was stopped for ten years. Per the implant records, a day prior to the index procedure the patient underwent a consultation for ivc filter placement due to reversal of anticoagulation for metrorrhagia and high risk for dvt. The patient was asymptomatic but later had a second episode of pulmonary embolus and was once again anticoagulated and placed on daily coumadin; but noticed prolonged vaginal bleeding. The ivc filter was indicated to protect from recurrent pulmonary embolus. The right groin was prepped and draped under sterile conditions, and the femoral vein was localized. The filter was deployed parallel to the l3 vertebrae in a good position. The patient tolerated the procedure well. There were no reported complications. Three days post implant, the patient was admitted for abdominal pain, anxiety, depression and chronic pain related to fibromyalgia. About eight months post implant, the patient was admitted for dvt of the left leg with intractable leg pain and vaginal bleeding. The patient was treated with medications with resolution of bleeding. An ivc filter was noted on imaging. Imaging carried out to assess chronic back pain noted bulging spinal discs and degenerative changes of the spine. The patient was transferred to rehabilitation for chronic pain treatment and was seen for a wrist injury approximately five months after this admission. Approximately eleven months post implant, the patient was seen in hematology consultation due to hypercoagulable state. The medical records noted that the ivc filter had been placed with lovenox therapy. About a year post implant, the patient was admitted to the hospital for bilateral left leg dvt. A venogram was performed demonstrating high grade stenosis of the left external and common iliac veins and an ivc filter in place. Thrombosis of the ivc at the level of the filter, thrombosis of the indwelling "optease" ivc filter and a large clot in the ivc cephalad to the filter was reported. Percutaneous transluminal angioplasty (pta) was done to the bilateral iliac/femoral veins, and infusion catheters were placed for thrombolysis infusion. A retrievable gunther tulip filter was placed in the suprarenal ivc through the left groin. The following day, further mechanical thrombectomy was done in the "optease" filter and ivc; the temporary tulip filter was removed, and further pta was done to the lower ivc and bilateral iliac vessels. About a month later, the patient was admitted for filter removal. A venogram completed revealed the filter in the infra-renal ivc. All tines were noted to extend beyond the wall of the ivc; no thrombosis was noted. The procedure was stopped. About a year and five months post implant, the patient was seen for left sided back pain. A year and seven months post implant the patient was seen in the emergency room (ER) for right leg pain. Imaging was negative for dvt. Four months after this ER visit, was seen two times for intractable headaches and was diagnosed and admitted with right lower lobe pe after complaints of chest pain. Medication regimen was used with resolution. Two months later the patient returned to the ER complaining of chest pain with shortness of breath. Imaging was negative for both pe and dvt. Approximately two years and three months post implant, the patient underwent a venogram of the ivc and bilateral iliac veins revealing patent vessels, and the optease filter in the infra-renal ivc without thrombosis. About a month later, the patient was seen in the ER for syncope. The tilt table test was positive for cardiogenic syncope. About two months later, the patient was admitted for chest pain with tachycardia. Diagnoses included intractable nausea/vomiting, atypical chest pain related to gastroesophageal reflux disease (gerd) and anxiety. Four months later the patient was seen for an allergic reaction and was also again seen for right leg pain. Three months later, the patient was seen for vomiting and treated for gastroenteritis. About three years and seven months post implant, the patient was evaluated after sustaining a right foot fall injury. Eleven days after the injury, the patient was admitted for dehydration and bloody stool. Almost a month later was readmitted for dehydration and underwent placement of a peripherally inserted central catheter (PICC) line for IV fluids. Per the medical records, about four years post implant, the patient was evaluated six times for dehydration which at times included other symptoms such as headache, constipation, chronic pain and dizziness. A PICC line was placed for hydration treatment. The patient was also seen for vomiting status post fall with fracture of the left elbow. Seven months later the patient was seen for a problem with the PICC line and also for domestic violence. About a year later, the patient developed pain at PICC site and was admitted with symptoms of headache, dizziness and dehydration. A week later, the patient was seen for weakness and pneumonia. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Review of the information provided suggests that patient and/or pharmacological factors may have contributed to the event. Blood clots, thrombosis and occlusive thrombosis (ivc and iliac veins) within the filter and vasculature do not represent a device malfunction. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after seventy-one days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Shortness of breath does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. Approximately one year post implant, the patient underwent an angioplasty, pharmacologic and mechanical thrombectomy after it was found that she suffered from thrombosis and chronic occlusion of bilateral iliac veins and lower ivc. Approximately one month later, the patient underwent a venacavagram that indicated that the struts of the filter had perforated the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the medical records, prior to the index procedure the patient had been seen multiple times for sinusitis, nausea and vomiting, urinary tract infection, a finger injury, arm pain and superficial thrombophlebitis. The patient had also experienced multiple episodes of deep vein thrombosis (dvt) and pulmonary embolism (pe) with lupus anticoagulant, leg swelling and hypertension and developed massive bleeding secondary to coumadin. Per the implant records, a day prior to the index procedure the patient underwent a consultation for ivc filter placement due to reversal of anticoagulation for metrorrhagia and high risk for dvt. The patient was reported to have a past medical history of lupus erythematosus with anticoagulant syndrome, fibromyalgia, chronic pain syndrome, previous deep vein thrombosis (dvt) and pulmonary embolus (pe), after which the patient was anticoagulated for six months and then the anticoagulation was stopped for ten years. The patient was asymptomatic but later had a second episode of pulmonary embolus and was once again anticoagulated and placed on daily coumadin; but noticed prolonged vaginal bleeding. The inferior vena cava filter was indicated to protect from recurrent pulmonary embolus. According to the operative report, the patient was reported to have a pre-operative diagnosis of lupus coagulation syndrome, hypercoagulability and dvt, with reversal of anticoagulation due to metrorrhagia. The right groin was prepped and draped under sterile conditions, and the femoral vein was localized. Under fluoroscopy guidance, a guidewire was inserted up to the level of l4. An inferior vena cavogram was performed showing good visualization of the renal veins at the l1-l2 disk space and the width of the ivc at the level of the l2-l3 disk space to be 4cm. The filter was deployed parallel to the l3 vertebrae in a good position. The patient tolerated the procedure well. There were no reported complications. Three days after the filter was implanted, the patient was admitted for abdominal pain, anxiety, depression and chronic pain related to fibromyalgia. About eight months after the filter was implanted, the patient was admitted for dvt of the left leg with intractable leg pain and vaginal bleeding. The patient was treated with medications with resolution of bleeding. An ivc filter was noted on imaging. Imaging carried out to assess chronic back pain noted bulging spinal discs and degenerative changes of the spine. The patient was transferred to rehabilitation for chronic pain treatment and was seen for a wrist injury approximately five months after this admission. Approximately eleven months after the filter was implanted, the patient was seen in hematology consultation due to hypercoagulable state. The medical records noted that the ivc filter had been placed with lovenox therapy. About a year after the filter was implanted, the patient was admitted to the hospital for bilateral left leg dvt. A history of lupus anticoagulant, pe, dvt, hypertension, hematuria and obesity was recorded. A venogram was performed demonstrating high grade stenosis of the left external and common iliac veins and an ivc filter in place. Thrombosis of the ivc at the level of the filter, thrombosis of the indwelling "optease" ivc filter and a large clot in the ivc cephalad to the filter was reported. Percutaneous transluminal angioplasty (pta) was done to the bilateral iliac/femoral veins, and infusion catheters were placed for thrombolysis infusion. A retrievable gunther tulip filter was placed in the suprarenal ivc through the left groin. The following day, further mechanical thrombectomy was done in the "optease" filter and ivc; the temporary tulip filter was removed, and further pta was done to the lower ivc and bilateral iliac vessels. About a month later, the patient was admitted for filter removal. A venogram completed revealed the filter in the infra-renal ivc. All tines were noted to extend beyond the wall of the ivc; no thrombosis was noted. The procedure was stopped. About a year and five months post implant, the patient was seen for left sided back pain. A year and seven months post filter implant the patient was again seen in the emergency room (ER) for right leg pain. Imaging was negative for dvt. Four months after this ER visit, was seen two times for intractable headaches and was diagnosed and admitted with right lower lobe pe after complaints of chest pain. Medication regimen was used with resolution. Two months later the patient returned to the ER complaining of chest pain with shortness of breath. Imaging was negative for both pe and dvt. Approximately two years and three months after the filter was implanted, the patient underwent a venogram of the ivc and bilateral iliac veins revealing patent vessels, and the optease filter in the infra-renal ivc without thrombosis. About a month later, the patient was seen in the ER for syncope. The tilt table test was positive for cardiogenic syncope. About two months after this visit, the patient was admitted for chest pain with tachycardia. Diagnoses included intractable nausea/vomiting, atypical chest pain related to gastroesophageal reflux disease (gerd) and anxiety. Four months later the patient was seen for an allergic reaction, and was also again seen for right leg pain. Three months later, the patient was seen for vomiting and treated for gastroenteritis. About three years and seven months after the filter was implanted, the patient was evaluated after sustaining a right foot fall injury. Eleven days after the injury, the patient was admitted for dehydration and bloody stool. Almost a month later was readmitted for dehydration and underwent placement of a peripherally inserted central catheter (PICC) line for IV fluids. Per the medical records, about four years after the filter was implanted, the patient was evaluated six times for dehydration which at times included other symptoms such as headache, constipation, chronic pain and dizziness. A PICC line was placed for hydration treatment. The patient was also seen for vomiting status post fall with fracture of the left elbow. Seven months later the patient was seen for a problem with the PICC line and also for domestic violence. About a year later, the patient developed pain at PICC site and was admitted with symptoms of headache, dizziness and dehydration. A week later, the patient was seen for weakness and pneumonia.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. Approximately one year post implant, the patient underwent an angioplasty, pharmacologic and mechanical thrombectomy after it was found that she suffered from thrombosis and chronic occlusion of bilateral iliac veins and lower ivc. Approximately one month later, the patient underwent a venacavagram that indicated that the struts of the filter had perforated the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Correction: section h10 of initial report filed on(B)(6)2019 was not transmitted successfully. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. Approximately one year post implant, the patient underwent an angioplasty, pharmacologic and mechanical thrombectomy for thrombosis and chronic occlusion of bilateral iliac veins and lower ivc. Approximately one month later, the patient underwent a venacavagram that indicated that the struts of the filter had perforated the ivc. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Additional information was provided and is available in: section b4 (event description) section h6 (evaluation codes)

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, a day prior to the index procedure the patient underwent a consultation for ivc filter placement due to reversal of anticoagulation for metrorrhagia and high risk for dvt. The patient was reported to have a past medical history of lupus erythematosus with anticoagulant syndrome, fibromyalgia, chronic pain syndrome, previous deep vein thrombosis (dvt) and pulmonary embolus (pe), after which the patient was anticoagulated for six months and then the anticoagulation was stopped for ten years. The patient was asymptomatic but later had a second episode of pulmonary embolus and was once again anticoagulated and placed on daily coumadin; but noticed prolonged vaginal bleeding. An inferior venocavogram showed good visualization of the renal veins at the l1-l2 disk space and the width of the ivc at the level of the l2-l3 disk space to be 4cm. The filter was deployed parallel to the l3 vertebrae in a good position. Approximately eight months post implant, the patient had dvt of the left leg with pain and vaginal bleeding; was treated with medications with resolution of bleeding. An ivc filter was noted on imaging. The patient was transferred to rehabilitation for chronic pain treatment. Approximately eleven months after the filter was implanted, the patient was seen in hematology consultation due to hypercoagulable state. Approximately one year post implant, the patient experienced bilateral left leg dvt. A venogram was performed demonstrating high grade stenosis of the left external and common iliac veins and an ivc filter in place. Thrombosis of the ivc at the level of the filter, thrombosis of the indwelling "optease" ivc filter and a large clot in the ivc cephalad to the filter was reported. Percutaneous transluminal angioplasty (pta) was done to the bilateral iliac/femoral veins, and infusion catheters were placed for thrombolysis infusion. A retrievable gunther tulip filter was placed in the suprarenal ivc through the left groin. The following day, further mechanical thrombectomy was done in the "optease" filter and ivc; the temporary tulip filter was removed, and further pta done to the lower ivc and bilateral iliac vessels. Approximately one month later, a venacavagram indicated that the struts had perforated the ivc, no thrombosis was noted, and the planned retrieval was not performed. A year and seven months post filter implant, the patient had right leg pain. Imaging was negative for dvt. Seven months later, the patient had chest pain with shortness of breath. Imaging was negative for both pe and dvt. Approximately two years and three months post implant, a venogram of the ivc and bilateral iliac veins revealed patent vessels, and the "optease" filter in the infra-renal ivc without thrombosis. About a month later, the patient was seen for syncope. The tilt table test was positive for cardiogenic syncope. Ten months later, the patient was treated for gastritis. Five months late, treated for dehydration. The patient was also referred to outpatient rehabilitation for neck and back pain and received treatment for vomiting about a year and four months later. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis and occlusive thrombosis (ivc and iliac veins) within the filter and vasculature do not represent a device malfunction. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Shortness of breath does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. Approximately one year post implant, the patient underwent an angioplasty, pharmacologic and mechanical thrombectomy after it was found that she suffered from thrombosis and chronic occlusion of bilateral iliac veins and lower ivc. Approximately one month later, the patient underwent a venacavagram that indicated that the struts of the filter had perforated the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the medical records, prior to the index procedure the patient experienced multiple episodes of deep vein thrombosis (dvt) and pulmonary embolism (pe) with lupus anticoagulant, leg swelling and hypertension and developed massive bleeding secondary to coumadin. Per the implant records, a day prior to the index procedure the patient underwent a consultation for ivc filter placement due to reversal of anticoagulation for metrorrhagia and high risk for dvt. The patient was reported to have a past medical history of lupus erythematosus with anticoagulant syndrome, fibromyalgia, chronic pain syndrome, previous deep vein thrombosis (dvt) and pulmonary embolus (pe), after which the patient was anticoagulated for six months and then the anticoagulation was stopped for ten years. The patient was asymptomatic but later had a second episode of pulmonary embolus and was once again anticoagulated and placed on daily coumadin; but noticed prolonged vaginal bleeding. The inferior vena cava filter was indicated to protect from recurrent pulmonary embolus. According to the operative report, the patient was reported to have a pre-operative diagnosis of lupus coagulation syndrome, hypercoagulability and dvt, with reversal of anticoagulation due to metrorrhagia. The right groin was prepped and draped under sterile conditions, and the femoral vein was localized. Under fluoroscopy guidance, a guidewire was inserted up to the level of l4. An inferior vena cavogram was performed showing good visualization of the renal veins at the l1-l2 disk space and the width of the ivc at the level of the l2-l3 disk space to be 4cm. The filter was deployed parallel to the l3 vertebrae in a good position. The patient tolerated the procedure well. There were no reported complications. About eight months after the filter was implanted, the patient was admitted for dvt of the left leg with pain and vaginal bleeding; was treated with medications with resolution of bleeding. An ivc filter was noted on imaging. The patient was transferred to rehabilitation for chronic pain treatment. Approximately eleven months after the filter was implanted, the patient was seen in hematology consultation due to hypercoagulable state. The medical records noted that the ivc filter had been placed with lovenox therapy. About a year after the filter was implanted, the patient was admitted to the hospital for bilateral left leg dvt. A history of lupus anticoagulant, pe, dvt, hypertension, hematuria and obesity was recorded. A venogram was performed demonstrating high grade stenosis of the left external and common iliac veins and an ivc filter in place. Thrombosis of the ivc at the level of the filter, thrombosis of the indwelling "optease" ivc filter and a large clot in the ivc cephalad to the filter was reported. Percutaneous transluminal angioplasty (pta) was done to the bilateral iliac/femoral veins, and infusion catheters were placed for thrombolysis infusion. A retrievable gunther tulip filter was placed in the suprarenal ivc through the left groin. The following day, further mechanical thrombectomy was done in the "optease" filter and ivc; the temporary tulip filter was removed, and further pta done to the lower ivc and bilateral iliac vessels. About a month later, the patient was admitted for filter removal. A venogram was performed; the filter was in the infra-renal ivc, all tines were noted to extend beyond the wall of the ivc; no thrombosis was noted. The procedure was stopped. A year and seven months post filter implant, the patient was seen in the emergency room for right leg pain. Imaging was negative for dvt, and seven months later returned to the emergency room for complaints of chest pain with shortness of breath. Imaging was negative for both pe and dvt. Approximately two years and three months after the filter was implanted, the patient underwent a venogram of the ivc and bilateral iliac veins revealing patent vessels, and the "optease" filter in the infra-renal ivc without thrombosis. About a month later, the patient was seen in the ER for syncope. The tilt table test was positive for cardiogenic syncope. Ten months later, the patient was treated for gastritis; five months later was treated for dehydration. The patient was also referred to outpatient rehabilitation for neck and back pain and received treatment for vomiting about a year and four months later.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc perforation, anxiety. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.